Manufacturer narrative:
Additional information was added to h4 and h6. H10: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This event occurred on an unspecified date in 2021. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the flow of a solution administration set was ¿above what was programmed at the pump¿. This was identified during use. There was no patient injury or medical intervention associated with this event. No additional information is available.